Event description:
It was reported that the patient had a warm feeling at the pocket and it was noted that infection was possible. The patient stated that the implant was revised on (B)(6) 2013 due to a twisted lead that came unattached. The patient thought the lead was replaced. The patient stated that ¿three days ago¿ the implant site began to swell and now it was hot and painful to the touch. The patient had no falls or trauma. The patient also noted that it was painful for her to lie on it and she could not stand the pain much longer. The patient had left a message with her health care provider (hcp) and manufacture representative. About two and a half weeks later it was reported that the patient¿s body rejected ¿both implants.¿ the patient¿s entire system was removed on (B)(6) 2013. The patient mentioned that the day after explant she ¿came down with a urinary tract infection (uti).¿ the patient was not seeing the explant hcp and would be seeing a different hcp on (B)(6) 2013 for a new referral. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va062d8, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the issue was due to implantable neurostimulator (ins) inversion (flipping). It was stated the leads were twisted in knots from innumerable inversions of the ins. The ins and lead were explanted. Symptoms included pain and swelling. Reportedly, this was the second episode, the patient took medication that may have her perform activities, such as manual inversion of ins, without awareness. No hospitalization was reported and the patient recovered without sequela. Further indications stated there was migration of the lead and a malfunctioning ins.